Manufacturer narrative:
A patient experienced heating at lead site was reported to abbott. It was determined the sensation was during MRI scan. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an MRI, the patient experienced heating at the lead site, causing extreme pain and difficulty breathing. The MRI was stopped and the heating subsided, however the patient continues to experience pain. No intervention is currently planned.